Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had received the wrong shipment of infusion sets. Then stated she was hospitalized and has been experiencing high blood glucose of 588 mg/dl. Customer she removed the infusion set and noticed it was kinked which may be causing blood glucose to be elevated. Customer symptom was vomiting. Customer was unable to lower thank to lower blood glucose. No further information reported.